Manufacturer narrative:
Section d10. Device available for evaluation? Yes; returned to manufacturer on: 10/21/2020 section h3. Device returned to manufacturer? Yes. Device evaluation: the complaint lens was received in an opened non-jnj pouch. A copy of patient stickers and additional documentation were received as well. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. The lens was cleaned, and no cosmetic defects were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated, and no deviation or nonconformance was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, information not provided. (B)(6). (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a patient was implanted with an intraocular lens (iol) on (B)(6) 2020. The post-operative exam revealed that the visual acuities both in hyperopia and myopia were worse than expected. The patient was observed for one week, and no improvement was observed. Therefore, the iol was explanted in a secondary surgical procedure. A non-johnson & johnson lens was used as the replacement lens. No further information was provided.